Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5067649.

Event description:
It was reported to boston scientific corporation that a boston scientific sub-urethral bladder sling was implanted. According to the complainant, after the procedure, she had neurological problems, gastrointestinal issues with a seventy-pound weight loss. Her prolapse recurred and she was sent in for pelvic floor therapy for her issues with painful intercourse, incontinence, and uncontrollable bladder issues. Reportedly, the device caused a "toxic reaction" in her body causing permanent damage and she was diagnosed with celiac disease.